Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a drug manufacturer regarding a patient receiving intrathecal gablofen 500.0 mcg/ml at 100.07 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that when the pump was getting close to the patient¿s refill date, she had worsened spasms. Her spasms were primarily in her legs. The patient¿s surgical history included a cesarean section, carpel tunnel surgery, colostomy, and urostomy. The patient had a history of multiple sclerosis and end-stage renal disease on intermittent hemodialysis. The patient had a ileostomy and a colostomy for bladder and bowel management respectively. She had significant left upper extremity edema. She had a fistula placed which required a vascular procedure repeat to 2-1/2 months. This would typically resolve the swelling in that arm. The patient was in a manual wheelchair. The patient slept in a hospital bed. It was noted that the patient recently ((B)(6) 2017) had pneumonia/bronchitis, and ¿eyes currently on supplemental oxygen since that time¿. The patient had hypoxia after her recent pneumonia. The patient had not followed up with their pulmonary doctor. It was noted that the patient¿s cheeks would get scratched from her dental plates, and the patient was slightly hard of hearing. The patient reported numbness, weakness and tingling in her legs, hands, and arms. During physical examination on (B)(6) , she had functional strength in her upper extremities except for shoulder abduction or external rotation. In the lower extremities, she did not demonstrate much voluntary movement. She had several spasms during the interaction. During neurologic examination, the patient¿s muscle stretch reflexes were significantly diminished at the patella. Side port access was attempted on the patient three times. On the first attempt, the healthcare provider (hcp) was able to withdraw 3 cc of serous somewhat bloody fluid consistent with a small seroma. On the second attempt, the hcp felt as though they were inside the side-port. However, no fluid was able to be withdrawn despite adequate visual placement of the needle. A third attempt was completed with assistance of one of the baclofen nurses, and again, they felt as though they were seated within the hub, and no fluid was obtained. They were going to order a spiral CT with dye injection to evaluate the patency of the catheter given the patient¿s symptoms of worsening spasms as her dose was running low (volume-wise). They were somewhat concerned about scar tissue formation or other functional means of partial occlusion of the patient¿s intrathecal cat heter. The patient was prescribed oral baclofen (10 mg tablet) and periactin (4 mg tablet) to be used in case of withdrawal/emergencies. They were going to schedule follow-up for pump refill in six months (from (B)(6) 2017). Once the hcp obtained the timing of the CT, they would schedule follow-up to discuss the next steps with the patient. The patient¿s additional medications included amitriptyline 75 mg, azithromycin 250 mg, bisacodyl 5 mg, buspirone 10 mg, carvedilol 12.5 mg, cefpodoxime 200 mg, compound drug, contour test strips, fenofibrate nanocrystallized 145 mg, hydrochlorothiazide 25 mg, hydrocodone 5 mg-acetaminophen 325 mg, lantus solostar 100 unit/ml (3ml) subcutaneous insulin pen, omeprazole 40 mg, ondansetron hcl 4 mg, prednisone 20 mg, sulfamethoxazole 800 mg-trimethoprim 160 mg, tizanidine 4 mg, torsemide 5 mg, tylenol, vitamin b12. There were no further complications reported.